Event description:
During the implant procedure, while dissecting the neck area, a jugular vein was nicked, and the patient experienced bleeding. Physician applied a hemostatic agent to achieve hemostasis. Patient presented to the emergency department four days post-implant with an e. Coli infection, and the patient was placed on IV antibiotics. It was undetermined whether the infection was related to inspire, but the issue has now been resolved.